Event description:
Noise was reported on the lead causing inappropriate detection and shock therapy. The source of the noise is unk. On (B)(6) 2011 this device was returned to us. At this time the event became reportable. The pt had received several inappropriate shocks due to oversensing and emi; the lead impedance dropped rapidly and the battery depleted quickly. This device was found to be at eos.